Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle the device was received for analysis with no visual non-conformances and with two cartridge reloads present. The cartridge reloads were received partially fired consistent with an incomplete or interrupted cycle. The returned cartridge reloads were tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during an unknown procedure, unformed staples came out after firing. Changed another reload but still had the same issue. Changed new device and reload to complete the procedure. There were no adverse consequences for the patient reported.